Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(4), it was reported that the ratchet handle was not working. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was october 31, 2014 where it was reported that the comb was bent and damaged and the comb and the 2:1 cutter were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on april 7, 2017 revealed that the comb was out of shape and the cutter was not able to roll smoothly. Therefore, the pretest could not be done. The shoulder bolts were rotated 90 degrees and the handle was found to have no lubrication. The bottom roller was worn and the inside surface of the side plates was worn. The shoulder bolts, washers and nuts also required replacement. The 1.5:1 ratio cutter, serial number (B)(4), was tested and found to not meet zimmer biomet test mesh criteria. The 2:1 ratio cutter, serial number (B)(4), was tested and found to not meet zimmer biomet test mesh criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on april 7, 2017 which included replacement of the side plates, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the ratchet handle was not working¿ was confirmed since during initial inspection the handle was found to have no lubrication. The root cause of the ratchet handle not working was due to the handle having no lubrication. The cause of there being no lubrication on the handle cannot be specifically determined with the provided information. The issue was resolved with the replaced the side plates, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts and comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet handle was not working. Investigation results revealed that the comb was found to be out of shape. No adverse events have been reported as a result of this malfunction.